Event description:
It was reported that the patient experienced slow flow in the blood vessel during ablation. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The patient presented with heart failure and low heart function. While performing a percutaneous coronary intervention, ablation was performed using a 1.50mm rotapro with no resistance or abnormal issue. It was confirmed by ivus that the lesion was properly ablated. During ablation, slow flow in the blood vessel occurred. The slow flow improved after ablation without any treatment. An attempt to ablate the distal part of the lesion was made. The patient experienced ventricular fibrillation (vf). The non-boston scientific guide wire was the only device in the patient when the ventricular fibrillation occurred. Cardiac massage was performed. As a result of the vf, the patient died.